Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 190 mg/dl. No further details were provided.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. The pump was received with minor scratches on the lcd window and a cracked case at the display window corners.